Manufacturer narrative:
This report is submitted on december 29, 2023.

Event description:
Per the clinic, the patient experienced poor performance subsequent to sustaining a head trauma in (B)(6) 2022. Short circuits were also noted on 3 electrodes. Subsequently, the device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 9, 2024.